Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the device sample for evaluation. When the investigation is complete a final report will be submitted.

Event description:
Tesio extension detached from the catheter causing a blood loss in patient.

Manufacturer narrative:
The actual device was not returned for evaluation. Without sufficient information, or an evaluation of the device involved (sample was not returned), we are unable to determine the cause or factors that may have contributed to this event. Per the iso standard 10555-1 the extension to lumen joint has a force of break minimum of 3.37lbs. The average force of break for the sterile devices returned was 32.9 lbs, which far exceed the minimum requirements